Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Serial # (B)(4).

Event description:
The animas representative contacted animas on (B)(6) 2013 alleging that the audio bolus button on the pump was missing. A damaged audio bolus button will permit contamination to permeate the button which will have a negative impact on button function. This situation is not likely to result in an adverse event as the button should be clearly visible and prohibit the use of the button. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged audio bolus button damage remained unresolved.

Manufacturer narrative:
This supplemental is to correct the brand name and model number for this product.

Manufacturer narrative:
Follow-up # 3 date of submission 26-nov-2017. Device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: during testing, the pump powered on normally and the pump¿s ¿ez-prime¿ steps were performed correctly. The pump was exercised for 24 hours and no errors, alarms or warnings occurred. The pump did not randomly go to the prime screen during testing. There were no hypersensitive or stuck keypad buttons on the keypad. The investigation did not duplicate the complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked and the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.